Event description:
Note: event date unk. It was reported to boston scientific corp that an interject injection therapy needle catheter was used during a colonoscopy procedure on (B)(6) 2009. According to the complainant, the needle failed to retract on the first attempt. The procedure was completed with another interject injection therapy needle catheter. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and mfg dates are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).